Event description:
It was reported that pump battery appeared to deplete too quickly, but no specific date or timeframe for this issue was provided. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from technical support, and technical support was unable to confirm battery depletion concern, so no additional corrective actions were taken and no further information was received regarding outcome of event.